Event description:
It was reported via repair work order that the fowler was stuck and could not be lowered manually/electronically due to damaged fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.